Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. Patient identifier - complete number is sid (B)(6).

Event description:
The customer stated that the architect analyzer generated (B)(6) results on one patient. The results provided were: sid (B)(6) initial = (B)(6) / repeat = (B)(6). There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect anti-hbc ii, catalog # 08l44-35 and max-planck-ring 2, (B)(4) manufacturing site in this report to the new suspect device architect i2000sr analyzer; list # 03m74-96;, serial (B)(4), and manufacturing site abbott manufacturing inc, (B)(4). MDR number 1628664-2017-00141 has been submitted and all further information will be documented under that MDR number.